Event description:
After 48 months of implantation, this lead was explanted because of an infection. Note: the pacemaker that was attached to this lead was also removed and reported on an MDR.

Event description:
After 48 months of implantation, thin lead was explanted because of an infection. Note: the pacemaker that was attached to this lead was also removed and reported on an MDR.

Manufacturer narrative:
March 16, 2006, a response from the manufacturer is pending. March 20, 2006, code 086 (other): since the device was not returned, the production history and sterilization records were reviewed. Code 100 (other): the records showed this devie was manufactured, sterilized and released according to the applicable standard operating procedures. Please see the attached analysis #20060317 for complete details. Devices sold and labelled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing data for the lead in object: sterilization date: 1 june 2001. Use before date: 1 june 2003. Moreover, it should be noted that infection is a well-known complication of cardiac pacing/difrillation systems, and this has already been described in the literature.